Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. The customer continued to use the pump for insulin therapy.